Event description:
The event is reported as: complaint alleges: "the stapler does not deliver the staples. They successfully used another stapler, no consequences for the pt. Defect was discovered during a caesarian section.

Manufacturer narrative:
Eval: method - device history record (DHR) review performed. Results - the DHR review showed that no similar issues were found during the mfg or packaging processes of this lot. Conclusions: (B)(4) was opened to address the issue of staples jamming. If additional info is received that changes the conclusion of the investigation, a f/u report will be sent.